Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device uterus /perforation (uterus)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), amnesia ("neurological conditions or problems type: memory loss,") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2017, the patient experienced hot flush ("hormonal changes describe: hot flashes"), night sweats ("night sweats"), mood swings ("mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety") and vitreous floaters ("vision/eye problems type: floaters") and was found to have weight decreased ("weight loss"). In 2018, the patient experienced nausea ("nausea"), hypoaesthesia ("numbness in limbs"), fatigue ("fatigue") and dyspepsia ("heartburn"). In 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced gastrooesophageal reflux disease ("acid reflux"), parosmia ("smell of burning sensation"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy (B)(6) 2019 surgical removal of coil(s) - (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, hot flush, night sweats, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, nausea, amnesia, dysmenorrhoea, dyspareunia, vitreous floaters, weight decreased, gastrooesophageal reflux disease, hypoaesthesia, alopecia, parosmia, fatigue, dyspepsia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, amnesia, anxiety, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrooesophageal reflux disease, hot flush, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, night sweats, parosmia, pelvic pain, uterine perforation, vaginal haemorrhage, vitreous floaters and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs received. Reporters information updated. Event: injury nos was updated to hormonal changes describe: hot flashes. New events: night sweats, mood swings, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression/anxiety, migraines / headaches, migration of essure device location of device uterus/perforation (uterus), , nausea, neurological conditions or problems type: memory loss, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: pelvic , abdominal , vision/eye problems type: floaters, fatigue, weight gain / loss, gastrointestinal or digestive system condition type: acid reflux, other injury(ies) or complication please describe: numbness in limbs, hair loss, fatigue, smell of burn sensation were added. Events outcome were updated to resolved, recovered. Lab data, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.